Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer had high blood glucose. Customer's blood glucose was 459 mg/dl. Customer declined to be contacted. Customer will not be returning the device for analysis.